Event description:
It was reported that the patient met with the physician on (B)(6) and lead erosion in the patient¿s back was confirmed which was a gradual change. The cause of the lead erosion was not known. The symptoms the patient experienced was a lack of spinal cord stimulation. The patient underwent a lead revision for the erosion on (B)(6).

Manufacturer narrative:
Products product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37713, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).